Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise on the pace/sense portion of the lead. There was some oversensing observed. Technical services (ts) noted there was no pacing inhibition or asystole of greater than two seconds observed. The noise and oversensing was thought to be air bubbles in the device header. The physician manipulated the pocket and noise was still present. The rv lead was tested on the pacing system analyzer (psa) in which no noise was present. The rv lead was then reconnected to the device, put back into the pocket and noise was present. A test shock was successfully performed, pocket manipulation was performed again, and noise was still present. Ultimately, the rv noise and oversensing was were determined to be due to a device header issue. Subsequently, the physician implanted a different device and the noise and oversensing went away. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise on the pace/sense portion of the lead. There was some oversensing observed. Technical services (ts) noted there was no pacing inhibition or asystole of greater than two seconds observed. The noise and oversensing was thought to be air bubbles in the device header. The physician manipulated the pocket and noise was still present. The rv lead was tested on the pacing system analyzer (psa) in which no noise was present. The rv lead was then reconnected to the device, put back into the pocket and noise was present. A test shock was successfully performed, pocket manipulation was performed again, and noise was still present. Ultimately, the rv noise and oversensing was determined to be due to a device header issue. Subsequently, the physician implanted a different device and the noise and oversensing went away. No adverse patient effects were reported.